Event description:
The manufacturer received information regarding a ds2adv auto CPAP device. The patient reports receiving a replacement device but having issues with it. When the patient woke up, she felt something was not right and she discovered something in her mouth that she cannot spit out. There is a "thick slimy" on her mouth. The patient tried to clean the mask and tube thinking the issue was in the mask and tube. The patient used it for a night, but still had the same issue. The patient also tried using a new mask and tube, but the issue was not resolved. The patient believes the problem is the replacement device. The patient mentioned this was supposed to be another patient's device. However, she got her first replacement, and the other patient needed a device, so she gave them her replacement device. She did visit her pulmonologist to have the settings set. The patient reports no damage on device, no damage on humidifier, no debris or dirt on filters, no damage or dirt on humidifier port, and no debris or dirt on the mask or tube. The patient reports cleaning the device every couple days and changing the hose and mask frequently. The hose is cleaned manually with hot water and the patient does not use an ozone machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-34632. This report was submitted as a duplicate report of the previously submitted report.